Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was difficulty disconnecting a minicap transfer set from the patient line. It was further reported that the ¿dark blue portion of transfer set underneath the twist cap came out¿ (separation of female connector from main body). This was observed at the end of peritoneal dialysis therapy. There was no physical damage or noted visible defects to the product or shipping materials. The transfer set had been in use for even (7) days. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.